Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose level on (B)(6) 2024. Blood glucose level was over 500 mg/dl at the time of the event. Therefore, patient first went to emergency room and later was hospitalized. Patient was treated with insulin IV drip. Patient was also found positive for ketones level. The ketones level were 6.8. No further information was available.